Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine ultra ¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that the needle is bent and clogged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-07. H6: investigation summary three open 32g x 4mm pen needle samples were returned from lot. No. 0162435, cat. No. 320137. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. A clog test as per q-sop-183-dl was carried out on the remaining sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 bd micro-fine ultra ¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that the needle is bent and clogged.